Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 20mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient but did not meet release criteria. The physician removed the wds and prepared a new 24mm wds. After preparing the second wds, an air embolism was noted in the patient. The patient's heart rate dropped at this time. The procedure ended and the patient received emergency treatment. The physician suspected the air embolism occurred during pigtail catheter insertion through the was. There were no other complications that were reported to have occurred because of this event. It was further reported that the physician immediately performed an intervention to remove the air, and no further air was observed thereafter. Following the procedure, the patient was monitored in the intensive care unit (ICU) and recovered over approximately four days, after which they were discharged recovered from this event.

Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 20mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient but did not meet release criteria. The physician removed the wds and prepared a new 24mm wds. After preparing the second wds, an air embolism was noted in the patient. The patient's heart rate dropped at this time. The procedure ended and the patient received emergency treatment. The physician suspected the air embolism occurred during pigtail catheter insertion through the was. There were no other complications that were reported to have occurred because of this event.